Event description:
It was reported that a crack was found on the syringe prior to use. It was also stated that another syringe and the device was used together.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found breakage at the plunger of the syringe. No crack or breakage was observed on the barrel of the syringe. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause for this failure mode could be due to a defect contributed by vendor or supplier, user related (eg: rough handling of device). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. 3) put on sterile gloves. Open tray and place it on the wrapping paper. 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack was found on the syringe prior to use. It was also stated that another syringe and the device was used together.